Manufacturer narrative:
According to the currently available information, damage to the active electrode caused by minute device mobility appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Reportedly the recipient still has good performance and will be monitored by the clinic. This is combined initial and final report.

Event description:
Reportedly, the recipients hearing performance is not affected. No trauma or deterioration of health has been reported. The user will be closely monitored.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
A device malfunction was suspected. Reportedly, the recipient_s hearing performance was not affected. No trauma or deterioration of health has been reported. In (B)(4) 2018, the user no longer had any hearing sensation for the past two days. The user has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode caused by minute device mobility appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. As per additional information received hte device was explanted but has not been received yet.

Event description:
A device malfunction was suspected. Reportedly, the recipient's hearing performance was not affected. No trauma or deterioration of health has been reported. In (B)(6) 2018, the user no longer had any hearing sensation for the past two days. The user has been re-implanted.